Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation and device history record (DHR) review. The DHR for the subject device was reviewed and it was verified the device was manufactured in accordance with documented specifications. The legal manufacturer performed an investigation. A conclusive root cause was not identified. The legal manufacturer determined the likely cause was a temporary malfunction of the xenon lamp or usage of the device in an environment that caused an elevated internal temperature of the device.

Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem could not be duplicated. The unit was tested and inspected; the image stabilized and appeared as expected.

Event description:
A user facility reported to olympus that there were flashing lights across the monitor and it was "flickering when projecting." The problem, as reported to olympus, occurred during a procedure. There was no patient injury or harm, associated with the problem, reported to olympus.